Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the foot control device was leaking oil "n2" at the base of the foot pedal and was leaking air at the motor connection area. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had the hose and elbow disconnected, preventing the pretest from being completed. It was determined that the issue was consistent with an unauthorized repair being performed. The assignable root cause was determined to be due to misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from jul 26, 2016 to jul 26, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly.